Event description:
The haptic broke going through the delivery device during the insertion of the lens into the pt's eye. The surgery was delayed approximately 5 minutes to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00065 for the delivery device used with this intraocular lens.